Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that prior to biopsy, the device allegedly had foreign material. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle has been received. On visual evaluation, the device appeared to be clean and both slides were in their initial positions. The device product packaging was examined further under the microscope and foreign material was found to be on the backside of the device. Therefore, the investigation is inconclusive for the reported foreign material present on the device packaging as the device was received in open condition. A definitive root cause for the reported issue could not be determined based on the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to biopsy, foreign material was allegedly found on the device when opening the package. There was no patient contact.